Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleged: children's hospital noticed the elastics had deteriorated away from the hooks before he opened the package. Product was not opened or used. Hospital paperwork submitted states that there was no pt harm or a close call.